Event description:
The customer stated that she was hospitalized with a high blood glucose of 250 mg/dl and vomiting. The customer also stated that the insulin pump is alarming button error, and she can't clear the alarm. The customer changed the battery, but still could not clear the alarm. The customer stated that no buttons were pressed for more than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms noted. The unit passed the off no power test, self test, error test, displacement, rewind, basic occlusion and excessive no delivery alarm tests. The device was unable to prime due to a cracked end cap. Unable to complete the functional testing due to the prime anomaly. The unit was received with a button error alarm and intermittent button response due to corroded keypad traces. The unit also had cracks on the lcd display window corners, reservoir tube, reservoir tube lip, battery tube threads, and a scratched lcd window.